Event description:
Caller reported a malfunction on a pump. There was no adverse impact to the customer's blood glucose level. Customer received information from technical support to reset the pump, successfully reset it, and was instructed to continue using the pump while contacting support again if the issue recurred.